Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/16/2020. H.6. Investigation: a device history record review was performed for provided lot number 9199070. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections and tests performed were found to be within specification. To aid in the investigation of this issue, one physical sample was provided for evaluation by our quality engineer team. Through examination of the sample, it was observed that the barrel tip was stained orange and the inside of the tip cap had the same orange fluid along with a black spot. The sample was then examined microscopically in an attempt to identify the foreign matter. From the microscopic analysis, the foreign matter appeared to be rust; however, due to the small quantity of foreign matter present, it could not be confirmed. Ten additional retained samples of the same lot number were obtained from the manufacturing facility for further review. The retained samples showed no signs of foreign matter upon examination. The piping system and the tubes of the saline filling area are made of stainless steel, in order to avoid the risk of rust contamination. Our quality team was unable to identify the exact cause of this incident. H3 other text : see h.10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% was pre-primed, then noticed to have an "orange blob of fluid with black" in the cap before use. The following information was provided by the initial reporter: "orange fluid. Went to use posiflush noticed orange drips (had pre-primed) then looked in white cap and orange blob of fluid with black."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% was pre-primed, then noticed to have an "orange blob of fluid with black" in the cap before use. The following information was provided by the initial reporter: "orange fluid. Went to use posiflush noticed orange drips (had pre-primed) then looked in white cap and orange blob of fluid with black."